Manufacturer narrative:
Concomitant medical products: t510c29 tissue valve (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced diaphragmatic and extracardiac stimulation post implant. The pacing lead had dislodged. The pacing lead was revised. No further patient complications have been reported as a result of this event.